Event description:
Overdelivery reported. The pump was set to infuse versed 50mg/50ml on line d at 1.5 to 2mg/h titrated according to the pt's level of sedation. A new versed container was hung at approx 10am and "sometime between 5pm and 6pm" the entire bag was noted to be empty. The pt had been intubated and on ventilatory support and was receiving versed for sedation. He reportedly was "very restless and agitated previously, but was observed to be restful and sleeping" when the container was noted to be empty. The pt did not experience any adverse effects; his vital signs remained stable. The pump was switched out and the versed continued as ordered. No add'l info was available.